Manufacturer narrative:
Date of explant is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ipg site discomfort following substantial weight loss. As a result, the ipg was explanted and later replaced via surgical intervention on (B)(6) 2024. Therapy was restored post op.